Event description:
It was reported that a malfunction alarm occurred with the pump. There was no information provided regarding the impact on the customer's blood glucose level. The customer decided to return the malfunctioning device, and they received a replacement pump with a new serial number.